Event description:
It was reported that a vio® d/s two-pedal footswitch was involved in an incident during an apc application to cauterize a polyp in the gastrointestinal tract. The footswitch was used with an erbe electrosurgical unit [esu/generator, model vio 300 s, part number (p/n) 10140-300, serial number (s/n) (B)(6)]. No other information was provided regarding any other accessory or esu settings used in the procedure. Per the reported event, the footswitch was "accidentally activated and remained activated." It was noted the device continued to activate even after the footswitch pedal was released and "sometimes it is started automatically." There were no reported injuries.

Manufacturer narrative:
The involved erbe esu and two-pedal footswitch were not made available for an evaluation. It was noted that "according to erbe china ltd., their distributor's technician immediately went to the site to investigate and rectify the problem, and the footswitch is now working normally again." No anomalies were found in the device history record (DHR) of the esu. The footswitch DHR was not available for review as the lot number was not provided in the incident report. Based on the information provided, no determination could be made as to the cause(s) of the footswitch issues. Erbe is now closing this incident.